Event description:
It was reported that the pt was having communication issues between the recharger and the neurostimulator. He spent half an hour moving the recharger around but only could get 2 bars. He even slept on the recharger for 2 nights but this failed to charge the device. It was then confirmed that the neurostimulator was flipped in the pocket. It was then properly placed and sutured in the pocket with the result that the pt was able to communicate again with the device. He was reported as doing well.

Manufacturer narrative:
(B)(4).